Event description:
Pt scheduled for laparoscopic hernia repair in operating room (B)(6). During the procedure, md was using a laparoscopic trocar: (B)(4). He said it would not "deploy" properly. He was given a replacement with the same result. After the third trocar, he was able to use the trocar and complete the case.